Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information from the patient that this implantable right ventricular (rv) pacing lead had fractured. A revision procedure was performed. This rv lead was explanted and a replacement rv lead was successfully implanted without incident. No adverse patient effects were reported.